Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient walked through a security check-point (screening machine) and had a heightened sense of stimulation. It was noted that later they noticed a bilateral rash near lower legs appear. The environmental/external/patient facts that may have led or contributed to the issue were stated to be unknown, however it was noted the patient did not turn off the device before walking through the security checkpoint. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, manufacturer¿s representative reported that it was unknown as the patient/device information involved in the event, what actions were taken to resolve the issue, or when the event occurred. There were no further complications reported or anticipated.